Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, six representative sterile units were returned. In addition, photographs of the event unit were provided, confirming the complainant¿s experience of the shaft¿s scrapings. No non-conformances were observed on the six sterile units returned, and the units functioned as intended. Based on the description of the event, it is likely that the reported event was caused by the shaft coming in contact with the tip of the metal cannula, which is potentially sharp. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This event was initially reported based on the initial description of the event. However, per additional information received, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.

Event description:
Name of procedure being performed: lap. Cholecystectomie. Detailed description of event: complaint 1 of 5: 2021-002214, complaint 2 of 5: 2021-002216, complaint 3 of 5: 2021-002287, complaint 4 of 5: 2021-002288, complaint 5 of 5: 2021-002289. According to her there must have been some changes lately. Besides the changed colour also the size seems to be different as they are facing challenges when trying to remove them. It happened several times that plastic peeled off circularly and ended up in the patient. [Name] could confirm that this occurred with the last 2 lot numbers they received from us: 1410863 and 1419985. The cd001 with lot number 1410863 are not available for return anymore as they have been disposed of. Lot number 1419985 is available: 1 ea unsterile and 9 sterile ea. Additional information provided by applied medical representative via email 21sep2021: it happened several times that plastic peeled off circularly and ended up in the patient. [Brand name] trocar (multiuse) being used, since a long time, never had issues before. Issues only occur with those trocars, and only since the last two boxes. Additional information received from applied medical representative via email on 28-sep-2021: it happened 4 or 5 times, and the plastic peeled off from the bag. Additional information received from applied medical customer relations - EU via email on 7-oct-2021: mrs. [Name] from the or informed me that the event unit has been disposed of and only 6 sterile ea are available for return. Clarification received via email from applied medical EU on 13-oct-2021: the customer always uses reusable trocars in conjunction with the inzii bag, and never had this issue before. The plastic peeling off of the inzii bag only occurs when they¿re using reusable trocars, and only with the last two boxes of inzii bags they received. Additional information received from applied medical representative via email on 02-nov-2021: the scrapings don't come from the bag, but from the shaft. The surgeon and the representative measured the shaft with a calliper on the distal and proximal end, and found irregularities. The reusable trocar has a 10mm diameter. The manufacturer of the trocar investigated 2 of the trocars with which the issue has occurred. Both 10mm trocars have a consistent 9mm inner diameter. The retrieval bag fits into the 10mm trocar, but when you pull on the shaft, some plastic is scraped off, which you won't notice if you don't look closely. Patient status: no patient injury. Type of intervention: retrieval of separated part.

Event description:
Name of procedure being performed: lap. Cholecystectomie. Detailed description of event: complaint 1 of 5: (B)(4). Complaint 2 of 5: (B)(4). Complaint 3 of 5: (B)(4). Complaint 4 of 5: (B)(4). Complaint 5 of 5: (B)(4). According to her there must have been some changes lately. Besides the changed colour also the size seems to be different as they are facing challenges when trying to remove them. It happened several times that plastic peeled off circularly and ended up in the patient. [Name] could confirm that this occurred with the last 2 lot numbers they received from us: 1410863 and 1419985. The cd001 with lot number 1410863 are not available for return anymore as they have been disposed of. Lot number 1419985 is available: 1 ea unsterile and 9 sterile ea. Additional information provided by applied medical representative via email 21sep2021: it happened several times that plastic peeled off circularly and ended up in the patient. [Brand name] trocar (multiuse) being used, since a long time, never had issues before. Issues only occur with those trocars, and only since the last two boxes. Additional information received from applied medical representative via email on 28-sep-2021: it happened 4 or 5 times, and the plastic peeled off from the bag. Additional information received from applied medical customer relations - EU via email on 7-oct-2021: mrs. [Name] from the or informed me that the event unit has been disposed of and only 6 sterile ea are available for return. Clarification received via email from applied medical EU on 13-oct-2021: the customer always uses reusable trocars in conjunction with the inzii bag, and never had this issue before. The plastic peeling off of the inzii bag only occurs when they¿re using reusable trocars, and only with the last two boxes of inzii bags they received. Patient status: no patient injury. Type of intervention: retrieval of separated part.

Manufacturer narrative:
No product is being returned to applied medical for evaluation but lot number is provided. A follow-up report will be provided upon completion of the investigation.